Event description:
Spontaneous call from patient. Call from patient to advise 2 cadd ext sets were giving high pressure alarm, on pump. Lot numbers of tubing were 4282467 and 4271184. The pump was not connected to the patient at time of alert and patient checked the tubing for any visible signs of kinks. Advised patient we would set up replacements for defective tubing. Did we [MFR] replace the device? Yes; did the pt have a backup they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; did the reported product occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the tubing available to be returned for investigation? No; what is the outcome of the event? Resolved; describe in detail any, and all damage to the tubing: "no physical links." Reported to (B)(6) by pt/caregiver.